Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the reporter that the alleged issue began on (B)(6) 2012 at 6:00pm. The reporter stated that the patient manages his diabetes with insulin (unknown type and dosage) and denied making any changes to the patient's normal diabetes management routine in response to the reported issue. The patient also informed the cca that the patient did not develop any symptoms however, ten minutes after the alleged issue occurred, ems was called in and the patient was administered with a glucagon injection. After another ten minutes passed, ems tested the patient on their own meter (unknown device) and obtained a reading of "40mg/dl." During troubleshooting, the cca determined that the battery did not need replacement. Replacement products were sent to the patient. This complaint is being reported because although it is not known at this time if the patient developed symptoms suggestive of a serious injury, the patient claimed to have received medical treatment for an acute complication of diabetes after the reported issue had occurred.

Manufacturer narrative:
The lay user/patient's product has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a crystal failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k062195.